Manufacturer narrative:
The cause for the elevated advia centaur xpt vitamin d total (vitd) vitamin d deficiency study compared to lower alternate test method results is unknown. The customer's quality control (qc) results were acceptable. Siemens is investigating.

Event description:
Elevated advia centaur xpt vitamin d total (vitd) patient results were observed by the customer when performing a national study for vitamin d deficiency. The advia centaur xpt vitamin d total (vitd) results were considered discordant when compared to lower alternate test method results. There are no reports of adverse health consequences due to the elevated advia centaur xpt vitamin d total patient comparison results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00061 on 03/10/2017 for falsely elevated advia centaur xpt vitamin d results, and MDR 1219913-2017-00061 - supplemental report 1 on 03/10/2017 for a correction. 11/28/2017 - additional information: the customer initially reported a positive bias when correlating the advia centaur vitamin d versus other manufacturers (roche and abbott). Based on the article called scientific report published sept 30 2015 written by songlin yu, xinqi fang titled " 25oh analogues and vacuum blood collection tubes dramatically affect the accuracy of automated immunoassays," it was discovered that the customer was using greiner vacutte tubes with gel and clot activator which interferes in the advia centaur vitamin d assay. The correlation was repeated using the same tubes that had been used in house for the instruction for use (IFU) claims (bd tubes), and then a negative bias was observed versus abbott. The customer requested samples to be evaluated on a cdc certified lc/ms method, and 20 patient samples were provided for in house evaluation. Samples were evaluated on two advia centaur systems with reagent lot 134074. The average mean of the 20 patient samples was 19 ng/ml. The patient samples were sent to a cdc certified lab for lc/ms testing (covance). Based on the results observed, about 85% of the samples were on the low end of the assay range, (samples reading below 30 ng/ml). The average observed bias of the advia centaur is (-24%) versus lcms/ms. A linear regression analysis was performed; the slope was 0.9718, the intercept -4.527, and an r value of 0.9573. In addition, a method comparison was performed using reagent lot 134074 in which approximately 60 cdc samples were analyzed. The cdc samples contained values up to approximately 70 ng/ml. The slope was 0.98, an intercept of -0.24, and an r value of 0.9, indicating the vitamin d reagent lot 134074 was acceptable versus the cdc. In terms of clinical concordance, and the advia centaur values versus the lc/ms, the clinical interpretation was the same regardless of the values obtained, near the cutoff when the values were approaching the cutoff range. When performing a correlation study by the customer, siemens recommends evaluating samples across the entire assay range. When evaluating samples for the vitamin d assay, it is more appropriate to analyze patient performance in terms of clinical agreement or clinical concordance, and not necessarily analytic agreement. It is appropriate in the IFU, to evaluate the vitamin d values in three distinct clinical regions for samples below 20 ng/ml (deficient), samples in the 20 to 30 ng/ml (insufficient), and for sample values 30 ng/ml - 100ng/ml (sufficient). There are a few number of samples near the cutoff range based on the lc/ms method. Please note: although both methods are cdc certified, methods can vary in which they can be positive or negatively bias with one another. IFU expected values table: vitamin d status, range, adult ng/ml (nmol/l), range, pediatric 27 ng/ml (nmol/l). Deficiency, < 20 ng/ml (50 nmol/l), < 15 ng/ml (37.5 nmol/l). Insufficiency, 20- < 30 ng/ml (50- < 75 nmol/l), 15- < 20 ng/ml (37.5- < 50 nmol/l). Sufficiency, 30-100 ng/ml (75-250 nmol/l), 20-100 ng/ml (50-250 nmol/l). The instruction for use (IFU) under the interpretation of results states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00061 on 03/10/2017 for falsely elevated advia centaur xpt vitamin d results. The type of report noted as 5-day was incorrect. The correct type of report is "initial".